Event description:
It was reported that the patient experienced a surgical procedure to revise an artificial urinary sphincter(aus) device due to insufficient urination and urinary retention. The doctor diagnosed tissue erosion. A patient outcome of stable as reported.

Manufacturer narrative:
Additional information received that the patient was experiencing urinary retention and was feeling like his bladder wasn't being fully emptied. The aus was explanted due to the diagnostics of tissue erosion.

Manufacturer narrative:
Additional information received that the patient was experiencing urinary retention and was feeling like his bladder wasn't being fully emptied. The aus was explanted due to the diagnostics of tissue erosion. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The pressure regulating balloon, occlusive cuff and a control pump were returned. Inspection and functional testing of the cuff found no anomalies or defects and there were no leaks. Inspection of the balloon and pump found no damage or irregularities that would affect cuff functionality. A labeling review found urethral erosion and urinary retention are identified as potential adverse events. Therefore, an evaluation conclusion code of known inherent risk of device was assigned to this event.

Event description:
It was reported that the patient experienced a surgical procedure to revise an artificial urinary sphincter (aus) device due to insufficient urination and urinary retention. The doctor diagnosed tissue erosion. A patient outcome of stable as reported.

Event description:
It was reported that the patient experienced a surgical procedure to revise an artificial urinary sphincter(aus) device due to insufficient urination. A patient outcome of stable as reported.